Event description:
It was reported that phrenic nerve stimulation was observed on the right ventricular (rv) lead. The rv lead was confirmed to have dislodged. The rv lead was capped (B)(6) 2023 and replaced. The patient was stable.